Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
Allergan received a report of a patient who was treated with coolsculpting in 2018 successfully. The treatment was repeated in (B)(6) 2021 and after that treatment, the patient felt her abdomen looked worse and not better. The provider has assessed the patient and agrees the treated area looks worse and there is an increase in fat. The provider believes the patient may have developed paradoxical hyperplasia.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the mid and lower abdomen on (B)(6) 2018 and (B)(6) 2019 using the cooladvantage+ coolcore system applicators, who developed paradoxical hyperplasia (ph) after treatment.

Manufacturer narrative:
Clarification to a6 - race: white. Paradoxical hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode, but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.